Manufacturer narrative:
Date of report: 11jul2019. Date received by manufacturer: 10jul2019. The manufacturer¿s field service engineer (fse) reported that the unit could not be located on site. Multiple unsuccessful attempts were made to gather resolution; however, no additional information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. Unit could not be located.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14mar2019. Reporter: reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a bad navigational ring. There was no patient involvement. The event date was not specified; estimate used.